Event description:
The physician reports that the crystalens haptic tore when loading the iol in the cartridge of the staar surgical lens injector system. No patient contact.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.